Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/ migration'), pelvic pain ('pelvic pain / pain') and autoimmune disorder ('autoimmune diagnosed-yes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arteriovenous malformation (done gamma knife surgery, embolization.) From 1996 to 2003. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("cramping"), headache ("headaches"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)/ painful intercourse") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgical removal of device). Essure was removed in (B)(6) 2009. At the time of the report, the device dislocation, autoimmune disorder, abdominal pain lower, hormone level abnormal, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain, headache, migraine, nausea, dyspareunia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, bladder disorder, device dislocation, dyspareunia, headache, hormone level abnormal, migraine, nausea, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in essure insertion date as(B)(6) 2009. Plaintiffs received treatment for migration. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2009: migration of essure device.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: plaintiff fact sheet was received. Events added from pfs- abdominal pain, autoimmune disorder. Events outcome were added. Lab data date were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and pelvic pain ("pelvic pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arteriovenous malformation (done gamma knife surgery, embolization.) From 1996 to 2003. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), headache ("headaches"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (surgical removal of device). Essure was removed in (B)(6) 2009. At the time of the report, the device dislocation, abdominal pain lower, hormone level abnormal, bladder disorder, urinary tract disorder, migraine, nausea and dyspareunia outcome was unknown and the pelvic pain and headache had resolved. The reporter considered abdominal pain lower, bladder disorder, device dislocation, dyspareunia, headache, hormone level abnormal, migraine, nausea, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in essure insertion date as (B)(6) 2009. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2019: pfs received: events: hormonal changes, bladder disorder, urinary tract disorder, migraines, device dislocation, nausea, dyspareunia were added. Event outcome were updated. Medical history was added. Lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In july 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and headache ("headaches"). The patient was treated with surgery (surgical removal of device). Essure was removed in august 2009. At the time of the report, the pelvic pain, abdominal pain lower and headache outcome was unknown. The reporter considered abdominal pain lower, headache and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and headache ("headaches"). The patient was treated with surgery (surgical removal of device). Essure was removed in (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain lower and headache outcome was unknown. The reporter considered abdominal pain lower, headache and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.